Event description:
Reporter alleged obtaining the results of 487 mg/dl and 76 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: death. Onset of adverse event: post procedure. It was reported that the patient arrived in the cath lab from the intensive care unit on a ventilator. During the procedure to treat the circumflex artery, a perforation occurred with the use of a whisper guide wire. The graftmaster stent was being used in an attempt to treat the perforation; however, it would not cross. The patient developed cardiac tamponade and pericardiocentesis was performed. The patient became hypotensive and was put on an intra aortic balloon pump. The patient died at 1:46 on (B) (6) 2010.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.